Manufacturer narrative:
Device evaluation: analysis of the returned device identified, the weight the device within specification, white particles ion the shell, wear abrasion and crease fold. Cloudy in the gel observed, after autoclave cycle. Based on the device analysis, the final assessment is: no issues found related with the manufacturing.

Event description:
Device has been explanted.

Manufacturer narrative:
The event of "capsular contracture baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture baker grade iii/IV. Device remains implanted.